Manufacturer narrative:
The lot number was provided for the one malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80124 pta balloon dilatation catheter allegedly experienced deflation issue, retraction problem, and detachment of device or device component. This information was received from one source. Of the one deflation issue, retraction problem, and detachment of device or device component, one involved a patient with no patient consequences. The patient was a (B)(6) year old male and weighed (B)(6) lbs.